Event description:
Caller reported receiving an e7 (electronic error) message on the infusion device. Preliminary evaluation on (B)(6) 2013 found an e7002 (defective vibrator) in the history. No further information available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint can be verified. Result e7002 was found in the history. The vibrator motor does not function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions are not affected.